Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) resulting in a hospitalization; cause of dka was not provided. Customer went to the emergency room with blood glucose value of 450 mg/dl and high ketones that were identified as dangerous by a health care provider, and was subsequently admitted to the intensive care unit (ICU). A manual injection was administered to address bg. Customer was treated with intravenous fluids of saline and was discharged 2 days later with the issue resolved. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.